Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (unknown serial/lot); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure involving a transcatheter aortic valve evfxplus-34, predilatation was performed with a 26 millimeter (mm) non-medtronic balloon. While the valve was being released, the patient became unstable and had no blood pressure, and the physicians decided to proceed with release while the valve was positioned at -1 mm on the left coronary cusp (lcc). It was reported that the valve then dislodged during release, and the valve was placed just before the aortic arch. It was further reported that a non-medtronic valve was implanted. No patient complications have been reported as a result of this event.